Event description:
Advancement was difficult during placement. Tried to pull the PICC back but it bunched up. Then went to remove the stylet but it unraveled and broke off. A piece of the stylet was found hanging in the arm, pt sent to radiology for removal. During the stylet removal, there was vessel constriction, compress used, finally the stylet was removed.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A chr review is not possible, as no mfg lot number has been provided by the complainant.